Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was 90 mg/dl. Customer stated that this morning woke her up with constant tone. Customer reported that the screen was blank, stated that when she took the battery out it did not change waited a couple of hrs. Screen came back up but screen went blank again when she puts the battery in it does the same beeping . Customer is not calling back after being directed to perform a pump rest. The customer was assisted with troubleshooting and tone recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and audio/beep anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.